Event description:
The facility representative did not specify the problem with a flogard infusion pump. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer report of an unknown problem was not confirmed or reproduced by technical services. However, the quality engineer has confirmed the condition as missing segments on the display. The cause was determined to be a defective display printed circuit board (pcb) and the display pcb was replaced to resolve the problem. Should additional information become available, a follow-up medwatch will be submitted.